Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt has been experiencing intermittent pain around the implant site that occurs when stimulation is on and off. The pt reported that the pain feels like the ipg has moved; however, the pt stated that it does not visually appear to have moved. The pt advised that he has gained approx (B)(6) since implant. The pt was referred to his physician to obtain x-rays to determine the location of the ipg. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.